Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 failed and did not fully open. A field service engineer (fse) replaced the hard stop assembly, checked and reseated the pyxibus cable, and cleaned the unit to remove medications and debris and tested functionality. Additionally, in preventive maintenance, fse checked the bus cable, matrix drawers, and drawer cable, and cleaned medications and debris from the bottom edge of the back panel. A broken emergency manual red release lever on drawer 2.1 was identified. The fse replaced the emergency manual red release lever. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.2 was not opening. The customer had rebooted the station but still issue persist. However, there were no delays or adverse events or injuries reported based on this event.